Event description:
It was initially reported that the zimmer pulsavac plus was not working during the surgery. There was no patient involvement or patient/operator injury or surgical delay associated with the report. An alternate device was retrieved for use during the surgery. This event is being reported as a device malfunction due to the corrosion and evidence of battery discharge observed during investigation of the returned device.

Manufacturer narrative:
Visually the device did not display any damage. No other obvious issues were noted. In the initial functional test, the device did not function on the high speed mode. Opening the battery pack found that several battery terminals had rusted and several others had corroded due to battery leakage. One battery lost its' bottom seal, causing its' contents to leak. All of the batteries were tested and registered 1.40 to 0.00 volts. The terminals were cleaned, new batteries were installed and the device was retested. The device functioned normally with new batteries. The in transit and the storage environment of the devices, and the handling practices of the device at the user, are unknown. A review of the zimmer surgical manufacturing, packing and inspection processes found no systemic errors. The review of the device history record (DHR) and battery incoming inspection noted no non-conformance's or other manufacturing issues. The customers reported event cannot be confirmed. The cause for the product failure is due to the corrosion on the battery terminals and batteries and the depletion of the batteries charge. The most likely cause for the battery corrosion is environmental condition in storage or in transit.